Manufacturer narrative:
(B)(4). The reported complaint that "after connecting the pump, it was found to be malfunctioning" is not able to be confirmed. The product was not returned for investigation. According to the information received, the alleged issued was not able to be reproduced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after connecting the pump, it was found to be malfunctioning, and then the pump was replaced". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after connecting the pump, it was found to be malfunctioning, and then the pump was replaced". No patient harm or injury. The patient status is reported as "fine".